Manufacturer narrative:
The referenced scope was returned to the olympus service center. The evaluation confirmed the customer's request as the scope was found leaking at the scope's electronic connector pin. Additionally, the service group found the adhesive at the distal end forceps cover was peeled/missing. The bending section cover adhesive was cracked. The scope was repaired to standard specifications and returned to the customer. A review of the repair history indicated the scope was last repaired on november 13, 2020. A major repair was performed as scope was noted to have multiple leaks with third-party repair/parts installed. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed by the customer that during an unspecified event, the evis exera ii ultrasound gastro-videoscope was "leaking". No patient injury or harm was reported.

Manufacturer narrative:
The legal manufacturer performed the device history records for this device; no abnormalities were found. The investigation was completed and the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. The likely root cause was due to external force applied to the distal end, leading to the peeling of the glue at the tip. As stated on the IFU and as a preventive measure, the user manual states: chapter 3 preparation and inspection- inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor complaints for this device.